Event description:
The patient's son reported that the patient passed away in 2008. He was unable to provide specific details, but reported that the patient became unresponsive and her husband called paramedics. The paramedics measured the patient's blood glucose at 12 mg/dl and she was treated with glucagon. Her pulse was very faint and the paramedics used a defibrillator in an attempt to raise her heart rate, but were unsuccessful. Product was requested to be returned for evaluation.